Manufacturer narrative:
Additional devices for this complaints: heartware® ventricular assist system - battery; b)(4) - battery / catalog number 1650 / expiration date 09/30/2016 .(B)(4). Not returned to manufacturer . (B)(4). Heartware® ventricular assist system - battery; (B)(4) - battery / catalog number 1650 / expiration date 09/30/2016 (B)(4). Not returned to manufacturer this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that there were critical battery alarms. The patient was brought to the clinic for evaluation of logfiles. Logfiles showed critical battery alarms on two batteries when they had over 50 percent charge. There was also an abnormal cycle count on one of the batteries as well as a third battery. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Product event summary: the returned battery ((B)(4)) passed visual inspection and functional testing. (B)(4). Product event summary: the battery passed visual and failed functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple critical batteries alarms involving (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. It was also confirmed that the batteries (B)(4) had abnormal cycle count; this observation is indicative of a communication error between the controller and battery. Failure analysis of the returned batteries revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. The manufacturer has opened an investigation with the supplier to evaluate under (B)(4) to investigate communication errors. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.